Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. /over-retracted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on the right ventricular (rv) lead, short v-v intervals and non-sustained ventricular tachycardia episodes. It was also reported that there was a detection issue with the implantable cardioverter defibrillator (ICD). The rv lead was partially capped and replaced and the ICD was explanted and replaced. It was noted that upon attempting to replace the rv lead, the new rv lead that was placed but the helix would not extend. A different rv lead was used to complete the procedure as a result. No patient complications have been reported as a result of this event.